Event description:
The end of the reamer broke off. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device is not distributed in the united states, but is similar to device marketed in the USA. The present reamer was analyzed for conformance to print specifications as well as device history record was researched and abnormal findings were not found. Manufacturing and inspection records did not indicate issues with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings it is concluded that the cause of failure is not due to manufacturing non-conformances. The exact cause of this occurrence is undetermined, due to detailed clinical information not being provided and as the broken fragment was not sent back for investigation.a review of the device history record did not show conditions that could have contributed to the reported event.